Event description:
It is reported that the flex reamer broke off in the distal portion of the intramedullary canal.

Manufacturer narrative:
This report will be amended when our investigation is complete.